Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter. The device was bloody. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a partial separation in the collar/distal shaft area, and a kink in the distal shaft located 12.4cm from the tip of the device. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the collar was fractured. The stenosed target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. Upon introduction, it was noted that the collar was fractured, and device was then completely removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Event description:
It was reported that the collar was fractured. The stenosed target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. Upon introduction, it was noted that the collar was fractured, and device was then completely removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient is stable.